Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in two ziplock bags in a specimen jar fully submerged in a cloudy solution. All leaflets are in the closed position with small gaps between the coaptive ridges of leaflets 1 and 2 (l1-l2) and l2-l3. All leaflets are stiff due to both intrinsic and extrinsic calcification nodules that extend on the inflow and outflow of all leaflets. Tissue deterioration due to calcification is observed on all leaflets, resulting in leaflet 1 partially detached along the inflow margin of attachment. All commissures are intact. Trace to moderate amount of glistening, off-white pannus is noted along the inflow crowns, extending approximately 1 to 2 mm onto the inner lumen of the skirt. A large remnant of pannus overgrowth was adherent to the outer aspect of the frame along the overall outflow, extending slightly onto the top of the 2-3 commissure. A thin layer of pannus lines the inflow and outflow of all existing leaflets and calcification nodules. Traces of pannus are observed along the external aspect of the skirt. No evidence of damage, such as bends, kinks, or breaks, was observed on the frame. Radiographic imaging revealed calcification on all leaflets. Radiographic imaging showed no evidence of frame fractures. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 10 years and 4 months following the implant of a transcatheter valve, the valve failed due to severe central aortic regurgitation and valvular stenosis. Subsequently, the valve was explanted, and a non-medtronic surgical aortic valve was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: a4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.